Manufacturer narrative:
The patient was seen by the orthodontist in 2008, after the broken wire had been removed. During this visit the orthodontist noticed that the pt was missing several orthodontic brackets, including the lower left posterior 1st molar bracket. The orthodontist noticed that the wire broke at the 2nd lower left molar. The orthodontist believes that when the 1st molar bracket fell off it allowed the wire to flex out at the 2nd molar get caught on something and break off while the pt was eating. The orthodontist reported that this is the first incident he has had with a pt swallowing a broken wire. The pt is doing fine and will continue with the planned orthodontic treatment.

Event description:
The doctor informed ormco corp that a pt's orthodontic archwire broke while eating in 2008. The broken wire became lodged in the pt's throat. The pt was taken to the emergency room where an endoscopic procedure revealed that a piece of .014 damon cuniti archwire perforated the pt's esophogus and was still lodged in his throat. The piece of broken wire was then removed in the or setting.